Event description:
A literature article described a retrospective study that evaluated 78 patients who underwent robotic assisted-partial nephrectomy in a single institution between june 2022 and march 2024. The study was to evaluate the surgical parameters and complications, and the histological results of the removed tumors. One of the procedures was converted to a total nephrectomy due to bleeding. There was no information about the cause of the bleeding or the blood loss volume. Four post-operative complications were mentioned, where 2 patients required antibiotic treatment for their infection. Two patients experienced hematuria 7-10 days post procedure and underwent interventional radiological intervention (clavien-dindo iii). There were no da vinci device issues reported in the article. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date there was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: bécsi á, hüttl a, kubik a, molnár p, nyirády p. Kezdeti tapasztalataink a robotasszisztált részleges nephrectomiával [initial experiences with robot-assisted partial nephrectomy]. Orv hetil. 2024 jun 30;165(26):997-1001. Hungarian. Doi: 10.1556/650.2024.33067. Pmid: 38944819. Section a: patient information - no specific patient demographics were provided for the patient. Study demographics in the robotic group included patients with a median age of 58 years ; the majority of the patients were males (56%) field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.